Manufacturer narrative:
.

Event description:
It was reported that when the patient presented for a scheduled follow-up, fluctuating and low pacing lead impedance was observed. Fluoroscopy revealed externalized conductors. The lead was explanted and not replaced due to the patients improved health condition. There were no complications for the patient.